Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for prophylactic removal of the implantable cardioverter defibrillator due its advisory status. The patient had become pacing dependent, and the device was explanted and replaced to mitigate risk of premature battery depletion. The patient's condition was stable.

Manufacturer narrative:
Previously reported should have been (B)(6) 2019 rather than (B)(6) 2020.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.